Manufacturer narrative:
The article was written by c. Inngul, r. Blomfeldt, s. Ponzer, and a. Enocson. Device location unknown.

Event description:
Information was received based on review of a journal article titled, "cemented versus uncemented arthroplasty in patients with a displaced fracture of the femoral neck," which aimed compare the functional and radiological outcomes of an uncemented hydroxyapatite-coated stem with a cemented stem, in patients undergoing surgery for a displaced fracture of the femoral neck. One patient identified in the article expired 2 hours post-implantation. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay this report (3006946279-2016-00302) is a duplicate of 3006946279-2016-00301.